Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's mother reported via phone call that her son was a passenger in a car accident. He was taken to the hospital via ambulance. The patient's blood glucose was 320 mg/dl at one point. He was treated with fluids and an insulin pump bolus. Troubleshooting was declined. The insulin pump was not returned for analysis.